Event description:
Additional information received indicated that the patient was first revised on (B)(6) 2020. The surgeon believed that the femur was fractured while inserting the implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached images confirmed the reported complaint. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot# and UDI) h4 corrected: d4 (catalog).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached images confirmed the reported complaint. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the patient experienced pain in the hip, proximal femur. X-ray results revealed broken stem. There was a surgical delay due to the difficulty in removing the stem. The surgeon ended up doing a cement in cement revision with a c-stem. However upon insertion, it then fractured the lateral cortex of the femur but was not discovered until the post-op x-rays.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of a broken femoral stem which was revised at (B)(6). This was implanted approximately 3 years ago at (B)(6). Since the patient was originally operated on elsewhere - we have no original documentation the lot and reference number of the implant is not available. Once the decontamination is complete sales rep will try and see if the ref/lot numbers are visible on the implant itself.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached images confirmed the reported complaint. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.,a device history record (DHR) review was performed by the manufacturing site for the finished device 961160000, lot number d14010547, it was manufactured on 15-jan-2014. (B)(4) were manufactured per specification and all raw materials met specification, and no non-conformances were identified.